Manufacturer narrative:
(B)(4). The associated complaint devices were not returned. It was reported that an (B)(6) female patient fell 6-12 months ago fracturing her right femur, approximately 6 years post implantation of bilateral genesis knee implants. It is not clear whether the implant fractured as a result of the fall, or the femur only, or the femur behind the implant causing the femoral component to become out of alignment. The implant was not returned for analysis. The right knee implant was revised. There are no patient/clinical medical records provided for review. There are three x-ray images provided. On the lateral view of the right knee, there appears to be posterior rotation of the component and a point of radiolucency in the posterior compartment, which suggests an area where the implant separated from the femur or the fracture location. On the anterior/posterior view comparing the single to the bilateral view, the lateral condyle of the femur appears to be displaced suggesting that the noted fracture is behind the component. There is no indication of how the patient tolerated the revision or the method of repair considering the fractured femur. Based on a review of the provided documents, no definitive conclusion can be rendered but it is not likely the device was the root cause of the patient¿s fracture, which led to her revision. No further clinical assessment is warranted at this time. Without the actual products involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to femur post traumatic malalignment.